Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported to philips that the touch panel in the tab portion had a poor reaction. The device was not in use at the time of the event. The phenomenon was observed during pre-delivery check and there was no therapy delay due to this failure. The device was evaluated by an international service technician and the reported issue was confirmed. The service technician replaced the touchscreen to resolve the issue and the device passed testing.

Manufacturer narrative:
G4:11feb2021, b4:19feb2021. H11:g5:k102985. H10: touchscreen assembly was returned for analysis.visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. During the unit testing the touchscreen assembly was installed in the fi test ventilator and the ul_lr and ur_ll resistance were found to be out of specification. Fault was found on this returned touchscreen and the customer complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.